Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country: canada.

Event description:
It was reported that the device is not cutting straight outside of surgery. There was no patient involvement. Due diligence is complete as there is no additional information available.

Event description:
No additional event information is available.

Manufacturer narrative:
The following section were updated: b4, b5, d4, d9, g3, g6, h2, h3. H4, h6, h11. Review of the most recent repair record determined the device was not cutting properly; the machined head was damaged and the device was out of calibration. The machined head, bearings, control bar, and control shaft were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.